Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(4)2023, the cgm was displaying 113 mg/dl but the patient was unsure if the readings were right (no symptoms were reported) to they decide to eat honey and peanut butter. When the patient checked their finger stick, the bg reading was around 500 mg/dl. The patient was unsure which value was correct so she brought herself to the hospital. She initially had an MRI (magnetic resonance image) scheduled but since she was then starting to feel symptoms of rapid heart rate, sweating, panicky and blurred vision, the was sent to the emergency room. They checked her blood sugar and she indicated she was hyperglycemic but the cgm was displaying a really low reading. The patient was treated with (B)(4) units of insulin by a nurse. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.